Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2a, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
On 08-sep-2025, a journal article was retrieved from the archives of orthopaedic and trauma surgery (2025) that reported a retrospective study from germany. The purpose of the study was to report on the failure modes in lateral mobile bearing-unicompartmental knee replacement, as well as the results of different revision strategies. The study reviewed thirteen patients who experienced a failure and required revision surgery at the university of heidelberg between 2008 and 2020. In all index surgeries were indicated for primarily osteoarthritis and used an oxford domed lateral prosthesis (zimmer biomet inc., warsaw, indiana, USA). Depending on the bone quality, the use of a cemented or uncemented fixation of the femoral component was chosen, whereas the tibial component was always cemented in both groups. The study population had a mean age of 32.2 years at time of index surgery and a mean age of 67.2 years at the time of the revision surgery; (4 males/9 females). Follow-up was conducted with a mean length of 94.7 ± 36.4 months. The study reported three cases experienced an atraumatic bearing dislocation and underwent a revision to a fixed bearing. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). B3: the publication date of the article was used as the event date. D4 - primary unique device identification (UDI) number is not applicable as both the item and lot numbers of the device are unknown. Attempts have been made to gather all product identification information, and no further information has been provided. D10 - associated medical devices: unknown oxford tibial component; item# unknown; lot# unknown. Unknown oxford femoral component; item# unknown; lot# unknown. G2 - foreign: germany. Journal article citation: hariri, m., freytag, j., koch, ka. Et al. Revision surgery after failure of lateral unicompartmental knee replacement with a mobile-bearing device: a retrospective non -designer case-series. Arch orthop trauma surg 145, 204 (2025). Https://doi.org/10.1007/s00402-025-05822-y. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.